Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. The patient had manipulation under anesthesia (mua) of a stiff knee post initial surgery. X-ray exam showed radiolucency at the cement-bone interface on the femur and medial tibia as well. Patella well fixed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00034 and 0001822565-2019-00487. Concomitant medical devices: articular surface use with plate 3,4 size yellow/c-h 10 mm height catalog#: 00595203010 lot#: 62066380, stemmed tibial component catalog#: 00598003702 lot#: 62031439, stem extension replacement screw catalog#: 00598009000 lot#: 62062312, taper stem plug catalog#: 00596009900 lot#: 62036569, headed screw 48 mm length catalog#: 00579104100 lot#: 62037223, headed screw 48 mm length catalog#: 00579104100 lot#: 62037223, all poly patella size 32 mm dia. Standard 8.5 mm thickness catalog#: 00597206532 lot#: 62087178. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient underwent manipulation under anesthesia due to knee stiffness. No revision was reported.